Event description:
It was reported that the patient had her prior system removed due to infection. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 3777-60 serial# (B)(4) implanted: 2011-(B)(6) explanted: unk; lead model 3777-60 serial# (B)(4) implanted: 2011-(B)(6) explanted: unk; programmer model 37743 serial# (B)(4); recharger model 37752 serial# (B)(4).